Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, breast discharge, breast pain, smoker, stress, dyspnea, shortness of breath, chest pain, weakness, change of bowel habit, constipation, defecation difficult and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches/migraine"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems/dental problems"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision/vision problems"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("reproductive system disorder condition type of disorder or condition: fibrocystic disease"), 6 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced swelling ("swelling") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, fibrocystic breast disease, tooth disorder, dyspareunia, vision blurred, fatigue, weight increased, abdominal pain, back pain, arthralgia and headache outcome was unknown and the migraine, alopecia and swelling had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, fibrocystic breast disease, headache, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology final report: clinical information : operation: bs preoperative diagnosis: retained essure, pelvic pain. Clinical history/operative notes: stitch in right tube. Issue : 1 bilateral. Fallopian tubes. Pathological diagnosis: fallopian tubes, bilateral segmental ligation: gross description : received in formalin designated "bilateral fallopian tubes" are two salpingectomy specimens with the tagged tube measuring 9 cm in length and ranging in diameter from 0.4 cm proximally to 1.0 cm distally. The non-tagged tube measures 8.3 cm in length and has a diameter similar to that of the tagged tube. There is a separate fragment of cauterized tube measuring 0.7 cm. Representative sections from the tagged tube are submitted in 1a, and the non-tagged tube in 1 b. Medications : acetaminophen-hydrocodone, reason for medication: pain.. Ultrasound pelvis - on (B)(6) 2016: technique: transabdominal and endovaginal pelvic ultrasound was performed. Findings: uterus measures 8.2 x 4.6 x 5.2 cm. Uterine myometrium appears normal. Endometrial stripe appears normal and measures 9 mm in thickness. The right ovary measures 2.1 x 2.5 x 2.7 cm. This is an ovoid echogenic structure within the right ovary that measures 1.5 x 1 xli cm that probably represents a small hemorrhagic follicle. Left ovary appears normal and measures 4.5 x 2 x 2.5 cm. Doppler demonstrates normal blood flow within both ovaries. A small amount of simple appearing free fluid is seen within the cul-de-sac,likely. Impression: 1. Normal uterus with normal endometrial stripe thickness of 9 mm. 2. Small ovoid echogenic focus within the right ovary, measuring 1.5 cm, that is probably a hemorrhagic follicle. 3. Normal left ovary. 4. Small amount of simple appearing free fluid within the cul-de-sac, likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: fatigue, weight gain, arthralgias/joint pain, headaches, fibrocystic changes in left breast, menorrhagia, abdominal pain, back pain, dyspareunia, pelvic pain, vision changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event headache was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, breast discharge, breast pain, smoker, stress, dyspnea, shortness of breath, chest pain, weakness, change of bowel habit, constipation, defecation difficult and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches/migraine"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems/dental problems"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision/vision problems"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("reproductive system disorder condition type of disorder or condition: fibrocystic disease"), 6 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced swelling ("swelling"), headache ("headache") and peripheral swelling ("my feet were constantly swollen"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, fibrocystic breast disease, tooth disorder, dyspareunia, vision blurred, fatigue, weight increased, abdominal pain, back pain, arthralgia and headache outcome was unknown and the migraine, alopecia, swelling and peripheral swelling had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, fibrocystic breast disease, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, swelling, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology final report: clinical information : operation: bs preoperative diagnosis: retained essure, pelvic pain. Clinical history/operative notes: stitch in right tube. Issue : 1 bilateral. Fallopian tubes. Pathological diagnosis: fallopian tubes, bilateral segmental ligation: gross description : received in formalin designated "bilateral fallopian tubes" are two salpingectomy specimens with the tagged tube measuring 9 cm in length and ranging in diameter from 0.4 cm proximally to 1.0 cm distally. The non-tagged tube measures 8.3 cm in length and has a diameter similar to that of the tagged tube. There is a separate fragment of cauterized tube measuring 0.7 cm. Representative sections from the tagged tube are submitted in 1a, and the non-tagged tube in 1 b. Medications : acetaminophen-hydrocodone, reason for medication: pain.. Ultrasound pelvis - on (B)(6) 2016: technique: transabdominal and endovaginal pelvic ultrasound was performed. Findings: uterus measures 8.2 x 4.6 x 5.2 cm. Uterine myometrium appears normal. Endometrial stripe appears normal and measures 9 mm in thickness. The right ovary measures 2.1 x 2.5 x 2.7 cm. This is an ovoid echogenic structure within the right ovary that measures 1.5 x 1 xli cm that probably represents a small hemorrhagic follicle. Left ovary appears normal and measures 4.5 x 2 x 2.5 cm. Doppler demonstrates normal blood flow within both ovaries. A small amount of simple appearing free fluid is seen within the cul-de-sac,likely. Impression: 1. Normal uterus with normal endometrial stripe thickness of 9 mm. 2. Small ovoid echogenic focus within the right ovary, measuring 1.5 cm, that is probably a hemorrhagic follicle. 3. Normal left ovary. 4. Small amount of simple appearing free fluid within the cul-de-sac, likely physiologic.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: fatigue, weight gain, arthralgias/joint pain, headaches, fibrocystic changes in left breast, menorrhagia, abdominal pain, back pain, dyspareunia, pelvic pain, vision changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received: new events were added: my feet were constantly swollen. Event outcome were added. And reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, breast discharge, breast pain, smoker, stress, dyspnea, shortness of breath, chest pain, weakness, change of bowel habit, constipation, stools abnormal and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On (B)(6) 2018, the patient experienced fibrocystic breast disease ("reproductive system disorder condition type of disorder or condition: fibrocystic disease"), 6 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced swelling ("swelling"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, fibrocystic breast disease, tooth disorder, dyspareunia, vision blurred, fatigue, weight increased, abdominal pain, back pain and arthralgia outcome was unknown and the migraine, alopecia and swelling had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, dyspareunia, fatigue, fibrocystic breast disease, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2014, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pathology test - on (B)(6) 2018: surgical pathology final report: clinical information : operation: bs preoperative diagnosis: retained essure, pelvic pain. Clinical history/operative notes: stitch in right tube. Issue: 1 bilateral. Fallopian tubes. Pathological diagnosis: fallopian tubes, bilateral segmental ligation: gross description : received in formalin designated "bilateral fallopian tubes" are two salpingectomy specimens with the tagged tube measuring 9 cm in length and ranging in diameter from 0.4 cm proximally to 1.0 cm distally. The non-tagged tube measures 8.3 cm in length and has a diameter similar to that of the tagged tube. There is a separate fragment of cauterized tube measuring 0.7 cm. Representative sections from the tagged tube are submitted in 1a, and the non-tagged tube in 1 b. Medications: acetaminophen-hydrocodone, reason for medication: pain.. Ultrasound pelvis - on (B)(6) 2016: technique: transabdominal and endovaginal pelvic ultrasound was performed. Findings: uterus measures 8.2 x 4.6 x 5.2 cm. Uterine myometrium appears normal. Endometrial stripe appears normal and measures 9 mm in thickness. The right ovary measures 2.1 x 2.5 x 2.7 cm. This is an ovoid echogenic structure within the right ovary that measures 1.5 x 1 xli cm that probably represents a small hemorrhagic follicle. Left ovary appears normal and measures 4.5 x 2 x 2.5 cm. Doppler demonstrates normal blood flow within both ovaries. A small amount of simple appearing free fluid is seen within the cul-de-sac,likely. Impression: 1. Normal uterus with normal endometrial stripe thickness of 9 mm. 2. Small ovoid echogenic focus within the right ovary, measuring 1.5 cm, that is probably a hemorrhagic follicle. 3. Normal left ovary. 4. Small amount of simple appearing free fluid within the cul-de-sac, likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: fatigue, weight gain, arthralgias/joint pain, headaches, fibrocystic changes in left breast, menorrhagia, abdominal pain, back pain, dyspareunia, pelvic pain, vision changes, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Events: pelvic pain, abnormal bleeding vaginal, menorrhagia, infection (bladder/ urinary tract/vaginal) type: bladder, migraines/headaches, reproductive system disorder condition type of disorder or condition: fibrocystic disease, dental problems, dyspareunia (painful sexual intercourse), vision/eye problems type: blurred vision, fatigue , weight gain / loss specify which one: weight gain, hair loss, abdominal pain, lower back pain, joint pain, swelling, she did not undergo essure confirmation test newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.